Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was identified the boot up issue was caused by the customer attempting to turn on the system before the philips correction was completely implemented on the system. To resolve this issue, the philips field service engineer (fse) completed the philips correction. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue arose when the customer attempted to turn on the system before the philips corrections were applied. There was no malfunction with the system that contributed to this event. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.